Event description:
It was reported that during a pulse field ablation procedure using a farawave catheter the non-(B)(6) guidewire became stuck within the catheter. They withdrew the catheter and guide wire from the patient. Once outside the patient the doctor managed to remove the guidewire from the catheter by using "a lot of force". This caused the guidewire to unravel outside of the patient. No information regarding the completion status of the procedure or the patient outcome were provided. The catheter is expected to be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).